Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the spouse via the patient support center that the patient's 25mm 2625 aortic valve was explanted after an approximate implant duration of 3 years, 11 months due to unknown reasons. The explanted valve was replaced with a unknown device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (component code, type of investigation, investigation findings, investigation conclusions). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.